Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal left anterior descending artery. Following pre-dilatation, a 2.50 x 48mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported and the patient was good. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device evaluated by MFR.: a synergy xd mr ous 2.50 x 48mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of distal stent damage with struts lifted and pulled. The undamaged crimped stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.